Manufacturer narrative:
H3: product ID 97755 lot#/serial# (B)(6) was returned for product analysis. Analysis found that there was a failure with the recharger and that a "no device found" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient (pt) regarding an external device. The reason for call was patient stated they were charging the implanted neurostimulator and rm04 displayed on the controller. Patient reset the controller and after reset, the controller powered on without the battery pack when plugged to ac power. Patient plugged the battery back into controller and the green light flashed. Patient then started a charging session of the implant and was able to start charging with good quality; controller was 80%, implant was 30%. The connectivity seemed to be touchy as pt tried to reposition, as kept displaying 'poor' on and off. Pt then mentioned about a month ago their recharger had started heating up aroundthe paddle when they were using to charge the implant.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.